Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, it was discovered that this right ventricular (rv) lead was exhibiting noise, which resulted in oversensing. Isometrics were performed and the clinical observations were reproduced. The rv lead was subsequently abandoned surgically. No additional adverse patient effects were reported.